Event description:
On (B)(6) 2025, the user reported that on (B)(6) 2025 they experienced hyperglycemia with blood glucose reported as high. Prior to contacting emergency services, the user reported ongoing elevated blood glucose levels while using the device in bg run mode and feeling increasingly unwell over several days. The user was treated by ems and hospitalized, received intravenous fluids and dextrose, was discharged on (B)(6) 2025, and did not resume ilet therapy after discharge.

Manufacturer narrative:
The manufacturer became aware on (B)(6) 2025 that the user was hospitalized on (B)(6) 2025 for hyperglycemia. Available information indicates the user experienced sustained elevated blood glucose prior to contacting emergency services and was hospitalized, where intravenous fluids and dextrose were administered, with discharge on (B)(6) 2025. Following discharge, the user did not reconnect to the ilet and resumed backup insulin therapy.